Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm of unknown size. It was reported that during a follow up CT approximately 1 year and 1 month post implant, a type ia endoleak was noted, with aneurysm sac enlargement. As per the physician, the cause of the event could not be determined. The physician is unsure if the leak occurred during the index procedure or post-op. No additional clinical sequelae were reported and the patient will be monitored..